Event description:
On (B)(6) 2024 (date approximated for reporting purposes), the patient sought medical attention at an emergency room clinic with involvement of a burn unit while wearing the pod. The visit did not result in hospital admission. The exact date, length of visit, and discharge date are unavailable as the patient could not recall these details due to the time elapsed. The patient reported a severe skin reaction attributed to the pod adhesive, including intense itching, erythema at prior pod sites, intermittent fluid leakage, and skin removal upon pod removal. The patient was diagnosed with third-degree burns. Treatment included daily application of burn cream and administration of antibiotics. The patient has a history of adhesive allergy and reported discontinuation of pod use for over one year due to this issue. The patient is currently working with a healthcare provider on a plan to resume therapy using alternative barrier methods; outcome is pending. Further information remains limited as the patient initially declined clinical follow-up and was unable to recall additional details due to the time elapsed.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.